Event description:
Related MFR # for the modular cable: 2916596-2023-02360. Additional information was received that the patient's modular cable was not put back in use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of a driveline power fault alarm. The submitted and downloaded log files collectively contained information spanning approximately 10 hours (14:15:56 06jan2023 to 0:54:29 07jan2023 & 8:56:41 to 10:04:40 on 09jan2023 per timestamp). A driveline power fault alarm was observed to activate at 22:41:52 on 06jan2023. This alarm was accompanied by internal controller faults which indicated that the controller¿s fuse a had been damaged. This issue was determined to be related to the returned modular cable and therefore, the reported event will be addressed under the investigation of the cable. The observed alarm did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit while the driveline was connected. No other atypical events were observed. During functional testing of the returned controller, fuse a was confirmed to have been damaged. This fuse is designed to become damaged if there are electrical shorts between specific wires of the system¿s driveline. Electrical shorts were identified within the returned modular cable, and therefore the fuse damage was an expected operation. The component was replaced, and the controller was retested. The repaired controller passed all testing and was able to support test equipment for an extended period of time without issue. The root cause of the reported event was not determined to be related to an issue with the heartmate 3 system controller. Heartmate iii instructions for use rev. G section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook rev. G section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use rev. G section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook rev. G section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline power fault that began on (B)(6) 2023 at 22:41 hours. The patient was well with stable pump parameters. There was no visible or palpable damage along the external driveline. An x-ray was taken and was unremarkable. A review of the log files found a driveline power fault associated with an open fuse event on (B)(6) 2023. Motor function was not affected by this event. The patient's system controller and modular cable were exchanged, and it was determined via troubleshooting that the issue was with the system controller. The patient was put back on the original modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via evaluation of the submitted and downloaded log files, collectively containing information spanning approximately 10 hours (14:15:56 on 06jan2023 to 0:54:29 on 07jan2023 & 8:56:41 on 06jan2023 to 10:04:40 on 06jan2023 per timestamp). A driveline power fault alarm was observed to activate at 22:41:52 on 06jan2023. This alarm was accompanied by internal controller faults which indicated that one of the controller¿s fuses had been damaged. The observed alarm did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit while the driveline was connected. During functional testing of the returned heartmate 3 system controller (serial number: (B)(6)), the driveline power fault alarm was reproduced. Evaluation of the system controller¿s circuitry confirmed that fuse a was damaged, consistent with observations from the log file. The component was replaced, and the controller was retested. The repaired controller then passed all testing and was able to support test equipment for an extended period of time without issue. The root cause of the driveline power fault alarm was determined to have been the observed fuse damage. However, the root cause of the component damage could not be conclusively determined through this evaluation. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.